Event description:
It was reported that arteriotomy closures of the slightly calcified left common femoral artery (lcfa) and the non-calcified right common femoral artery (rcfa) were attempted using three proglide devices with 8f sheaths after a coronary interventional procedure. Reportedly, in the lfca, the proglide device was inserted and a cuff miss occurred. The vessel was re-wired and the proglide was removed. A second proglide was used with the same results. Hemostasis was achieved using manual arterial compression. The physician felt that the observed calcification was severe enough to cause the reported cuff misses. In the rcfa, the suture snapped when advancing the knot to the artery using the knot pusher. Wire access was maintained during knot advancement. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4) - failure to follow steps. This code is used to address knot advancement using the knot pusher with the guide wire in place. Per the instructions for use: do not advance the knot with the snared knot pusher or the suture trimmer until the wire has been completely removed from the tissue track. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It was reported that the suture snapped when advancing the knot to the artery using the knot pusher. Per the proglide instructions for use, during 5-8f procedures, do not advance the knot with the snared knot pusher or the suture trimmer until the wire has been completely removed from the tissue track. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.